Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was found that the 6 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system had been partially release and unable to recover when the operator withdrawn the stent. There was obvious resistance and could not push forward. The operator chose to give up the stent and replaced with the same catalogue precise stent to complete successfully which had no effect on the patient. There was no reported patient injury. The operator flushed the precise stent and advanced into the unknown guide catheter process. The device will be returned for evaluation.

Manufacturer narrative:
It was found that a precise pro 6 x 40 rapid exchange (rx) self-expanding stent (ses) delivery system had been partially release and unable to recover when the operator withdrawn the stent. There was obvious resistance and could not push forward. The operator chose to give up the stent and replaced with the same catalogue precise stent to complete successfully which had no effect on the patient. The target lesion is the carotid artery with was moderately tortuous and calcified with seventy percent stenosis. The precise sds was stored handled, inspected and prepped according to the instruction for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was prepped in the tray. An 8f competitor's catheter was used. The operator flushed the precise stent and advanced into the competitor's guide catheter process. There was no reported patient injury. The device was returned for analysis. One non-sterile precise pro rx 6x40 stent delivery system was received for analysis inside a plastic bag. Per visual analysis, the valve of the unit was received open. The stent delivery system was received actuated. The stent of the unit was already deployed (not returned for evaluation). No anomalies observed. Per dimensional analysis, the usable length of the stent delivery system was measured, and it was found within specification. Per dimensional analysis, the outer diameter (od) of the unit was measured against the outer member assembly and it was found within specification. Per functional analysis, functional stent deployment could not be performed due to the already stent deployed condition of the unit, the way it was received for analysis. Additionally, insertion and withdrawal test of the precise pro rapid exchange (rx) through a lab sample 8f guiding catheter was performed to verify the interaction between components. Neither resistance nor anomalies found. A product history record (phr) review of lot 17937806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty premature/in patient during withdrawal¿ and the reported ¿guidewire lumen (inner shaft) resistance/friction in patient ¿was not confirmed. The exact cause of the reported events could not be conclusively determined during the analysis. Procedural and handling factors such as the user¿s interaction with the device as well as vessel characteristics (carotid artery was moderately tortuous and calcified with seventy percent stenosis) may have led to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, caution: ¿the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the phr review, product analysis nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.